Manufacturer narrative:
(B)(6).

Event description:
Readmitted in (B)(6) with high ldh, hemolysis and volume overload. Vad interrogation revealed high flows. Had a ramp study that came back positive. Decision was made to upgrade patient to unos status 1ab.